Event description:
Nurse connected syringe filled with saline to balloon port on pacemaker to flush saline through causing rupture of left ventricle and need for emergent cardiac repair. Recommendation that MFR considers having connector where balloon is connected to not be compatible with regular syringe, other visual due such as tag stating do not use for flushing, or red color to help user know that the port should not be used for flushing. Pt expired 6 days later.